Event description:
During a follow-up relative to the ICD system, short ventricular intervals were stored within the memory of the associated ICD (ovatio dr 6550, sn: (B)(4)) on (B)(6) 2012. Noise sensing was also evidenced within the stored statistics. However, lead measurements were normal. X-ray examination revealed movement of the associated leads that drew them close together. The ICD system remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.